Event description:
The manufacturer received information alleging the trilogy evo device had unexpectedly shut down while the patient was on the device. The customer alleged the device had "subsequently displayed: black screen, brighter screen, and finally, a blue screen with an hourglass, before returning to operation". The customer stated that there was no patient impact since the device returned to operation. The device was replaced with another device. The customer alleged there could be a potential for harm to occur. There was no harm or injury reported. A philips clinical expert performed a clinical assessment, and based on the information currently provided and available, no harm or injury has been sustained and therefore further analysis of cause and/or contribution of the device to a serious injury or death is not applicable. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.